Manufacturer narrative:
Concomitant medical products: dtbb1d1 crt-d, implanted (B)(6) 2013; 7122 lead, implanted (B)(6) 2010.

Event description:
It was reported that the patient felt a vibration and felt more tired since a recent programming change. The following physician confirmed that the patient was experiencing phrenic nerve stimulation. Pacing configuration was adjusted but the patient still complained of the stimulation. The left ventricular (lv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.